Event description:
A (B)(6) male pt contacted zoll customer support to report that the therapy electrode pads on his electrode belt were bent. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the cable running from ECG's c and d to the distribution node was pulled from the distribution node in strain relief. In addition, the trunk cable grommet was pulled from the distribution node in strain relief. The root cause of the damaged cables was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt cables. The pt received a replacement electrode belt.